Event description:
It was reported that the bns 7 in stdbore pr ext rem IV con sl leaked during use. Lots 19117296, 19125630, 19117293, 19106124, 19106291, 19106122, 19125634, 19125635, and 19125629 were reported, but the actual lot involved in the event is unknown. The following information was provided by the initial reporter: "defective needleless valve, leaking."

Manufacturer narrative:
H6: investigation summary: the customer reported the needleless valve was leaking, and returned the extension set. The needleless valve was not returned, only the extension set. The set was primed and tested for leaks, and none were observed. The customer complaint that the maxzero needleless connector (mz) was leaking cannot be confirmed. A device history record review for model mz5304-bns lot number 19117296 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28nov2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19125630 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19117293 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27nov2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19106124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21oct2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19106291 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22oct2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19106122 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17oct2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19125634 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19125635 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304-bns lot number 19125629 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. All nine potential lot numbers provided were ran and none had issues with the mz connector. The root cause is unknown as a failure was not observed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19117296, medical device expiration date: na, device manufacture date: 2019-11-27. Medical device lot #: 19125630, medical device expiration date: na, device manufacture date: 2019-12-04. Medical device lot #: 19117293, medical device expiration date: na, device manufacture date: 2019-11-27. Medical device lot #: 19106124, medical device expiration date: na, device manufacture date: 2019-10-11. Medical device lot #: 19106291, medical device expiration date: na, device manufacture date: 2019-10-15. Medical device lot #: 19106122, medical device expiration date: na, device manufacture date: 2019-10-11. Medical device lot #: 19125634, medical device expiration date: na, device manufacture date: 2019-12-04. Medical device lot #: 19125635, medical device expiration date: na, device manufacture date: 2019-12-04. Medical device lot #: 19125629, medical device expiration date: na, device manufacture date: 2019-12-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bns 7 in stdbore pr ext rem IV con sl leaked during use. Lots 19117296, 19125630, 19117293, 19106124, 19106291, 19106122, 19125634, 19125635, and 19125629 were reported, but the actual lot involved in the event is unknown. The following information was provided by the initial reporter: "defective needleless valve, leaking"